Manufacturer narrative:
Event conclusion the ICD is currently undergoing testing at cpi; cpi will submit additional info when it becomes available. Cpi's analysis found: an incomplete connection to the telemetry coil. This incomplete connection caused the reported intermittent telemetry, which resulted in the inability of the ICD to perform a command shock.

Event description:
Event description cpi received information that during the attempted implant of this ventak mini ii implantable cardioverter defibrillator (ICD), the ICD did not convert the induced arrhythmia; a commanded shock was attempted but the ICD indicated that no therapy was delivered, and telemetry was intermittent. The ICD was not used.